Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the transfer set. The event was further described as "the blue part disconnected from the transfer set." This occurred after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted that the silicone tubing was twisted inside the light blue main body of the twist clamp. Functional leak testing was performed with no issues noted. The clear passage test revealed blockage as the silicone tubing was twisted inside the light blue main body and as a result, there was no flow through the set. Clamp function testing could not be performed due to the twisted tubing. The reported condition of separation was not verified, however, the sample did not meet specification for the issue of no flow due to the twisted tubing. The cause of the twisted tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.